Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was performed and a loss of connection was found within the investigation window.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data investigation completed on (B)(6) 2019 confirmed a loss of connection greater than an hour. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. The reported event of loss of connection is reportable based on the finding that the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.